Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor. It was reported that the patient's device was not working so the patient went to their healthcare provider's (hcp) office in (B)(6) 2024 and they were told their device needed to be replaced. Stimulation longevity was reviewed with the patient. The patient stated they received a new device in (B)(6) 2025. [Refer to (B)(4) for details about the patient's current implanted system.].